Event description:
(B)(4). It was reported that during a coronary artery treatment procedure, a thrombus occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 26mm. Pre-procedure 100% stenosis; post-procedure was 0% stenosis. A 3x28mm liberte stent was implanted. No attempt made for direct stenting. Due to thrombus, an addition liberte stent was implanted. The procedure was a technical success. Patient was discharged seven days later without anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure, and is noted within the dfu.(B)(4): product not returned for analysis.